Event description:
The customer reported that the tube lasted from (B) (6), 2009 to (B) (6), 2009 (20 days) and that the patient started to feel discomfort in her trachea and noted that the pilot balloon had a small amount of air in it. A non-routine replacement of the tube was performed. The patient tested the tube after removing it and found that air did not stay in the pilot balloon, but did in the cuff.